Event description:
The patient had a single level interbody fusion at l4-5 using synthese fra allografts with infuse bone graft and anterior atb plate. Hydrosorb shield was also used. A layer was placed between the spine/plate and iliac vessels. Another sheet was placed between the iliac vessels and the peritoneal wall. There were reportedly no problems intraoperatively; blood loss was estimated at 700 cc with 250 cc returned via cellsaver. The patient was treated with fragmin post-op. The patient reportedly died suddenly in 03 (three or four days following his discharge from the hospital.) The coroner's report indicates that there was a massive pulmonary embolus. There was no post-mortem evidence of dvt, and the embolus was presumable pelvic in origin. The surgeon states that the only change in his past technique was the use of hydrosorb sheild.